Manufacturer narrative:
Section b4 in initial report 27dec2021 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot lot 163703 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 163703, test base part number 195-430wl/lot 153172. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 163703 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.

Event description:
The customer reported conflicting results with the binaxnow covid-19 antigen self test otc 2 test pack. The first test of the pack was performed on the (B)(6) 2021 with a direct nasopharyngeal swab and produced a negative result. The customer then took the second test in the self test pack on the (B)(6) 2021 with a direct nasopharyngeal swab and produced a positive result. The customer did not confirm if she was experiencing any symptoms. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete, a supplemental report will be provided.